Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing ipsilateral approach. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a guide wire crossed the lesion, a 3.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.